Event description:
Fisher & paykel healthcare received a report that a patient allegedly received a "laceration" to the nose while using an (B)(4) nasal mask.

Event description:
Fisher & paykel healthcare received a report that a patient allegedly received a "laceration" to the nose while using an hc407flexifit nasal mask.

Manufacturer narrative:
We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint device has not been returned to fisher & paykel healthcare for evaluation and there is no suggestion that it will be returned at a later date. We have also been unable to receive any further information about the incident from the complainant. Without the return of the complaint device or further information we are unable to determine what could have caused the complainant to sustain the alleged injury. A lot check revealed no other complaints for this product.